Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fail code "42221". No patient was involved in this event and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump alarmed with error code 444830 on power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.